Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as a touch contamination (not further specified). On an unreported date, the patient was hospitalized for the event. The treatment for and the outcome of the peritonitis were not reported. No further information was provided regarding whether extraneal therapy was ongoing. It was reported that on an unspecified future date, the patient would be going onto hemodialysis (no further detail was provided). No additional information is available.